Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the men knob encoder was difficult to turn. Analysis also noted that the upper case was cracked and the display wire was pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for tests and calibration and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.